Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.